Event description:
It was reported that during the implant attempt the lead "showed resistance in crossing guidewire portion from the median." The lead was not used, and another lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. A blood/fluid obstruction was noted on the distal conductor, and blood was found in/on the helix/lobe mechanism. The blood on the distal conductor most likely entered through the is-1 pin. No inner insulation breach was observed. The lead appeared to have been damaged at implant.